Manufacturer narrative:
The device was not returned to olympus for evaluation. A field service engineer reported that the yellow connector was replaced. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoscope reprocessor had a damaged yellow connector. The connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.